Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d4, d9, g4, h3, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: bilateral rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional later reported "postoperative small hematoma of right breast"; this is not related to the device. Device has been explanted.